Event description:
The dialysis machine removed 10 pounds of fluid in two hrs rather than 9 pounds in four hours as was programmed. No alarm indicators lit and autotest was negative, also water leaked. Biomed discovered the prv3 diaphragm was torn. The pt felt "funny," was dizzy and pale, she required normal saline solution infusion of 200 cc.